Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler fired, but it did not release in the manner needed. This led to the physician oversewing the staple line. There were no additional details available at the time of the call. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the firing stroke completed? Yes. Did the device deliver staples? If yes, were the staples formed properly? Was the staple line complete? Staple line was delivered, but missing staples along the distal portion of the staple line. Did the device cut? If yes, were any issues noted with the cut line? Yes ¿ no issues noted. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Asku. What color cartridge was being used? Asku. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.

Manufacturer narrative:
(B)94). Damaged slip block assembly, firing knob dislodged. The analysis results found that the atb35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.